Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the ra lead was capped on (B)(6) 2019 due to unspecified product issue.

Event description:
New information received notes that the rv lead was capped due to patient condition which was chronic atrial fibrillation. The patient was stable throughout the procedure.